Manufacturer narrative:
This report is submitted on april 13, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2022. The patient's head was wrapped as recommended by cochlear. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022, in order to reposition the magnet.